Event description:
It was reported that the patient patient has a code 574 on their patient programmer. Reviewed settings not available, no valid therapy. Patient was programmed 3 weeks ago by a physician (who is not a movement disorder physician), since this time the patient has had return of symptoms, or loss of therapy. Reviewed with caller the patient needs to be reprogrammed. Per caller, patient is seldom seen by physician and prior to 3 weeks ago had not been seen physician since 2017. Additional information was received. It was reported that something happened to cause the therapy parameters on the implantable neurostimulator (ins) to be cleared. The caller indicated that the patient noticed there was something wrong about three weeks ago. The caller checked the system and found the therapy programming was cleared. The caller did not have specific details about how the programming information was cleared. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller programmed the patient's device during the appointment today. The caller confirmed that they were able to program the ins appropriately. The caller provided the following parameters that were used for therapy: l stn electrode configuration c+ 1- r1 9+ 8- amp: 2ma pw: 60us rate 125hz r2 9- 8+ amp: 1.5ma pw: 60us rate: 125hz.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that it appears that the patient¿s ipg was interrogated with a device that did not have updated software. This caused the existing programming to be erased. The physician was able to obtain records of patient programming. Device was reprimanded to prior settings and turned on. The code was resolved. Patient said he was going to see his physician in another state for follow up.